Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection in the perioral lines and nasolabial folds with 0.15 ml of juvéderm® ultra plus xc, the patient experienced an "occlusion" that same day. Patient was immediately treated with hyaluronidase. Further treatments of hyaluronidase and kenalog were also provided. Symptoms are ongoing.